Event description:
It was reported to philips that the system displayed a black image after exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted. A philips field service engineer (fse) performed an onsite assessment and identified that the detector failed the built-in self-test (bist), confirming it was faulty. Although the supplier's part analysis could not conclusively identify the cause of the detector failure, the field service engineer replaced the detector, resolving the reported issue and restoring the system's functionality. Following the replacement, the system was returned to service in optimal working condition. The codes have been updated based on the investigation's outcome.